Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type catheter; product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(4) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (6000 mcg/ml at 900 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain and complex reg pain syndrome type I. It was reported that a year or two after having the pump implanted the patient experienced a volume discrepancy and the catheter had to be replaced. The caller stated that before they replaced the catheter they tried to get liquid through the side port but could not. It was noted that they had to keep increasing the patient's medicine which caused his tolerance to go up as a result. No symptoms were reported. No further complications have been reported as a result of this event.